Event description:
It was reported that during testing conducted by a field service technician, the micro reciprocating saw ran without engaging the switch. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, the reported event of running without user activation was duplicated. Corroded sockets were found along with worn bearings, slide lock and button, which were the likely causes of the event.